Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery.  Instruction for use (IFU):  surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis.  The IFU has instructions on infection control guidelines.  To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary care giver.  Change twice daily (bid) for drainage, trauma or infection. With review of the available information a definitive cause of the event cannot be determined; however, clinical and pharmacological factors, and patient comorbidities are known potential contributors to these types of events.    Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported about a study patient that on (B)(6) 2014, the patient was admitted to the hospital from home for IV antibiotic therapy for driveline redness and blood tinged drainage found on (B)(6) 2014 during a clinic visit for month 6 check up. The patient was treated medically with several courses of antibiotics. On (B)(6) 2014, the patient was discharged after remaining afebrile, with normal white blood cell (wbc), and minimal driveline drainage with oral antibiotics. No additional information provided.